Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this sub-q array lead passed away during a revision procedure. The patient had a competitor's device. This lead was successfully implanted; however, during defibrillation threshold (dft) testing, there was no capture. The impedance and threshold measurements were within normal limits for this lead. The local field representative was called back to the or where a nurse had begun chest compressions. The field representative attempted to interrogate the device; however, it took 10 minutes to boot up the competitor's programmer. Chest compressions were stopped for a short time to find underlying rhythm, which was ventricular fibrillation and the device was not shocking and there was no capture. The programmer eventually booted up and the competitor's representative began stat shocking; however, the patient passed away. It is uncertain if the lead will be returned as there is an ongoing hospital investigation.